Event description:
New information received notes that lead exhibited within range high defibrillation impedance. As the high voltage impedance readings have been stable, no intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited high defibrillation impedance. No intervention was reported. Patient condition is unknown.